Manufacturer narrative:
The t:slim x2 basal iq user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminder did not go off. Review of pump data by tandem technical support found that the time was set to am instead of pm. Customer corrected the time setting and site reminder annunciated appropriately. There was no reported adverse impact to the customer.